Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device screen was cracked, consistent with a device display damage issue affecting the enclosure/display component. Symptoms included no clinical effects reported. Outcomes included no patient impact, no alarms, and no need for medical care. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed a confirmed cracked screen with no functional alerts, aligning with physical damage to the display assembly and no performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.